Event description:
It was reported by a non-medical professional that the pt underwent a decompressive laminectomy, bilateral facetectomy and instrumentation with fusion of l5-s1 with pedicle screws, rod and autologous graft in 2001. Pt reportedly did well after the surgery. He was sent home in a brace and started physical therapy post the procedure. Approximately four months post the procedure during one of his exercises, the pt felt a "pop" in his back and later found to have fractures through both of his interior screws. The pt developed pain after that. Pt was readmitted to the hosp for pain control approximately four months post op. The secondary surgery was performed approximately 6 months post the index surgery to remove and replace the screws. During the procedure, the surgeon decided not to move the broken distal s1 screws because the risk/benefit ratio of drilling out any additional bones was not in the best interest. Autograft was used, and no fixation instrumentation was implanted at the secondary surgery. It was noticed at the secondary surgery that the fusion was augmented, however, the pt still complained of pain after the secondary surgery.

Manufacturer narrative:
The explanted implant was not returned to the MFR for evaluation. Post op x-rays reveal open pedicle screw case with crosslink at l5-s1 for lytic spondylolisthesis. Two month post op, x-rays show that at least one s1 screw may have broken. Four month post op, x-rays confirmed that two bilateral s1 screws were broken. The films post the revision surgery show that the rods, cross link, l5 screws and heads of s1 screws were removed; the distal portion of s1 screws were in pedicle. No interbody fusion is noted and no manual posterolateral fusion mass has developed. Due to lack of fusion, s1 screws have fractured. This was a near inevitable consequence of absence of fusion.